Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the imaging on the main body flooded and air leakage at camera cable issue occurred due to crack on camera cable, then moisture invaded and invasion at imaging section on the main body and cable occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the service center for a separate issue. During the device analysis the service repair technician, indicates that there was imaging on the main body flooded and air leakage at camera cable was found. There was no patient involvement.